Event description:
It was reported that a pt underwent a total hysterectomy procedure and suture was used for cosmetic skin closure on (B)(6) 2010. The pt developed an "infectious complication" after surgery. On (B)(6) 2010, the pt developed a "suture sinus", inflammation around the suture channel. The same day, the suture was explanted and the pt was given a course of antibiotics. The pt currently has no further complications.

Manufacturer narrative:
(B)(4): conclusion: the product upon which this medwatch is based, is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.